Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the when the intra-aortic balloon (iab) was used, the staff stated they were having issue with zeroing the iab and obtaining a signal therefore pumping did not start. It was also noted, that the tip of the fiber-optic had been damaged on insertion. As a result, the catheter was replaced for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the when the intra-aortic balloon (iab) was used, the staff stated they were having issue with zeroing the iab and obtaining a signal therefore pumping did not start. It was also noted, that the tip of the fiber-optic had been damaged on insertion. As a result, the catheter was replaced for another. There was no report of patient complication or serious injury and death.